Manufacturer narrative:
The pump had an intermittent up button response due to the corroded keypad traces. The pump had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer was attempting to bolus and the up arrow button just froze and data was circulating by itself. The pump would not let her in until she changed the battery. Customer stated that it still misfires but it is out of the loop. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.